Event description:
Customer's spouse reported that customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. It was found that the bolus history was incorrect. Explained to customer the impact of incorrect programming on blood glucose.